Event description:
It was reported this pt was transfused one unit of blood due to vaginal bleeding during a bladder neck suspension procedure utilizing a protegen sling on july 1, 1998. Approx one month post procedure, the pt was reassessed and no bleeding was noted. Approx three months post procedure, a bleeder was noted at left side of the vaginal wall. On september 30, 1998, the pt underwent surgery for vaginal repair. The pt was not continent and a marshall marchetti birch procedure was performed. On october 6, 1998, it was reported the pt was continent. No further details regarding the circumstances surrounding this event are available. The device was destroyed by the user facility. Therefore, no failure analysis is available. The co follow-up revealed this pt had past hysterectomy procedure. However, without further details and eval of the device, the exact cause for this event cannot be determined. However, the co believes user technique and/or pt anatomy may have been a contributing factor to this event.